Manufacturer narrative:
Product was received and evaluated by qe and confirmed a breach in the transformer housing. Currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicated that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured overload, which is not normal and indicates that the thermal fuse did blow.

Event description:
Customer called into customer service to report that she dropped the transformer and it cracked. Upon receipt of the product and qe eval, a breach in the transformer housing was observed which is a safety risk.